Event description:
It was reported during the implant attempt that the lead "couldn't locate well" and had high thresholds. The physician indicated there was a problem with the lead and requested a new lead. A new lead was implanted successfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4). The full lead was returned, analyzed, and no anomalies were found. It was noted there was blood in/on the helix/lobe mechanism.